Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by vad coordinator that the pt had issues with gi bleeding for 2 to 3 months post implantation of the pump. The source of the bleed was found to be multiple arteriovenous malformations (avm's) and ischemic bowel. This resulted in the pt receiving 20-30 units of packed red blood cells (prbc's). The pt remains ongoing.